Event description:
Olympus was informed that during a therapeutic direct vision internal urethrotomy (dviu) of a bladder contracture, while performing the incision on the bladder neck, two separate devices burnt out at the beginning of the procedure. Both devices were replaced and the intended procedure was successfully completed with a third similar device. An inspection of the damaged devices showed a fractured colins knife tip. It was stated that the procedure was prolonged by thirty minutes. The physician stated that the patient's condition after the procedure was excellent. There was no patient injury reported.

Manufacturer narrative:
The device referred to in this report has not yet been returned to olympus for eval. The exact cause of the reported incident could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.